Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient was implanted with 3-piece maxilla with patient specific lefort guide and plate. Postoperatively, the patient got a very bad infection and the entire anterior segment of the maxilla is gone at the moment. The patient specific plate has been removed and the patient will have a maxilla reconstruction done with hip or scapula graft. The exact date of the revision procedure is still unknown. No further information provided. This report is for one (1) trumatch cmf - screw kit. This is report 1 of 1 for complaint (B)(4).